Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. The distal end/electrodes of the lead were bent. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the distal end lightly bent. Introducer insertion test was performed, the lead passed through the introducer without obstruction. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the physician opened the right ventricular (rv) lead and noted that the extremity of the lead was bent and the distal part of the coil was slightly unthreaded. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.